Manufacturer narrative:
The insulin pump had a button error alarm and no button response due to moisture damage keypad trace. The insulin pump was received with a scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked, and a missing end cap sticker. No frozen pump, or unexpected failed battery test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm, display anomaly, and failed battery test alarm. The blood glucose at the time of the incident was 152 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.